Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was detached from hub on (B)(6) 2024. The issue occurred with one infusion set used for one to two days. No further information available.